Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had a deep scratch which affected the visuals. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the battery life was diminished. The product will not be returned for analysis.